Event description:
It was reported that there was a pin stuck in the ventricular connector. The device was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and analysis confirmed the customer comment regarding the output connector being out of specification. It was also noted that the upper and lower cases were broken, one side bail cover was broken and the ring was bent.